Event description:
It was reported that a tria ureteral stent was to be used in a retrograde intrarenal surgery. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported. Additional information received on october 28, 2025, stating that the coil part of the stent was broken.

Manufacturer narrative:
Blocks b5 and h6 have been updated based on the additional information received on october 28, 2025. Additional information was received from the complainant, clarified that the reported issue was the coil of the stent was detached/broken. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a tria ureteral stent was to be used in a retrograde intrarenal surgery. During unpacking, it was found that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.